Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the stimulator quit working and was not covering the pain areas as it had done in the past. The patient felt that there was a short in the system. It was unknown what factors led to this event. A different manufacturer representative had seen the patient in (B)(6) 2016 for reprogramming. Per the consumer, it had worked for a couple of days after that. The manufacturer representative was unable to interrogate the implantable neurostimulator (ins) on (B)(6) 2018 due to the ins being overdischarged. The hcp disconnected the ins and attached a wireless external neurostimulator (wens) to check connectivity and then check impedance. After 2 attempts to attach the lead to the wens and check everything they could not obtain impedances within range. The hcp had told the patient that if they found a problem then all equipment would be explanted. It was confirmed that an explant occurred. The patient was reported to be fine post-explant. Patient weight and medical history were asked but not made available. One lead remains in service, the second lead was cut, explanted, and discarded by the consumer. The ins was removed and reported to be at the hospital. The hospital would be returning the ins for analysis. No further complications were reported.